Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed multiple troubleshooting procedures including replacement of the ict pre-amp cable but was unable to determine a single part the likely cause of the result issue. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) was identified.

Event description:
The customer reported inconsistent anion gaps generated on the alinity c processing module. The customer stated no discrepant results have been released out of the lab. All qc are in range. The customer provided results that are involved in the calculation of the anion gap. The following example was provided: patient 1: carbon dioxide (co2): initial result = 30 mmol/l; repeat result = 27 mmol/l (mmol/l is equivalent to meq/l. Anion gap (agap): initial results = 5 and 15; repeat result = 13. The anion gap is a calculation that relies on measuring specific cations, na+ and k+ and specific anions, cl- and hco3-. The equation is as follows: (na+ + k+) ¿ (cl- + hco3-) = anion gap. The customer¿s reference range for co2: 22-31 mmol/l (mmol/l is equivalent to meq/l). There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available

Event description:
The customer reported inconsistent anion gaps generated on the alinity c processing module. The customer stated no discrepant results have been released out of the lab. All qc are in range. The customer provided results that are involved in the calculation of the anion gap. The following example was provided: patient 1: carbon dioxide (co2): initial result = 30 mmol/l; repeat result = 27 mmol/l (mmol/l is equivalent to meq/l anion gap (agap): initial results = 5 and 15; repeat result = 13. The anion gap is a calculation that relies on measuring specific cations, na+ and k+ and specific anions, cl- and hco3-. The equation is as follows: (na+ + k+) ¿ (cl- + hco3-) = anion gap. The customer¿s reference range for co2: 22-31 mmol/l (mmol/l is equivalent to meq/l). There was no impact to patient management reported.